Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted the single use loading unit (sulu) was received fully applied with the interlock engaged. Damage was noted to the knife blade. There were no functional abnormalities observed during product analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the knife blade damage may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bowel resection, the stapler partially fired. They opened another load to complete the case. There was no patient injury.